Event description:
It was later reported that the patient was elevated due to bacteremia infection that developed on (B)(6) 2025. Patient had a cardiovascular computed tomography angiography performed which was indicative of mycotic aneurysm of the outflow graft/ ascending aorta with contrast extravasation from 2 points at least enlarging fluid collection that developed on (B)(6) 2025. The patient experienced high fever of 103.8 f, headache, nausea, vomiting, body aches, and anorexia. The patient was placed on intravenous antibiotics and drainage and debridement of the peri-outflow graft abscess with pulmonary bypass was performed.

Manufacturer narrative:
Additional health effect - clinical codes: 1970 - nausea. 2144 - vomiting. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hematoma and anemia could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2025. It was said that the pump would not be explanted nor returned. The outcome was said to had been device or therapy related. It was also said that the device parameters were within normal limits for this patient at the time of the event. It was later reported that the patient was elevated due elevate status due to infection. Patient had a cardiovascular computed tomography angiography performed which was indicative of mycotic aneurysm of the outflow graft/ ascending aorta with contrast extravasation from 2 points at least enlarging fluid collection. Hematoma was seen with new air bubbles and worsening anemia.